Manufacturer narrative:
Block b3: exact date unknown, event occurred in january 2024, additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70 , serial: (B)(6), batch: 5173112.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced an electric shock a few months ago from a non-boston scientific device. Additionally, high impedances were discovered on the leads. Therefore, the patient underwent a lead revision procedure during which the leads were explanted and replaced. The patient had fully recovered post operatively. The explanted leads will not be returned as they were discarded by the medical facility.